Event description:
It was reported that while transporting an obese patient on the stretcher, the patient leaned heavily to one side and the stretcher tipped over. There were no injuries reported as a result and the stretcher was able to be righted and the transport was completed.

Event description:
It was reported that while transporting an obese patient on the stretcher, the patient leaned heavily to one side and the stretcher tipped over. There were no injuries reported as a result and the stretcher was able to be righted and the transport was completed.

Manufacturer narrative:
An authorized field technician was dispatched to conduct a visual and functional evaluation of the stretcher. There was observed damage as a result of the reported incident; however, the stretcher was operating as intended and there were no observations of anything that would have contributed to the alleged leaning and tipping of the stretcher. Unrelated preventive maintenance repairs were made and the stretcher was returned to service.